Event description:
On (B)(6) 2011, the device was interrogated and a system diagnostic was performed and was within normal limits, final interrogations were performed and the patient left at intended settings, 1.5/20/250/14/0.8. The next recorded visit, (B)(6) 2012 the first interrogation the device settings were indicative of a "faulted" diagnostic.

Manufacturer narrative:
Analysis of programming history.